Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. A field service engineer replaced the drawer controller and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.